Event description:
It was reported that (4) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that after firing the 1st instrument, the fired staples malformed and the anvil dislodged. A second device was used to continue the case. After the fourth firing of the 2nd device, the anvil dislodged. The case was completed with a new instrument. There was no consequence to the pt.